Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a corneal surgery on (B)(6) 2021 and suture was used. The suture broke when sewing in corneal suspension for strabismus. The surgeon changed the suture 6 times, each time the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? Suture broke during sewing corneal tissue, and also in the knotting process. Procedure date? (B)(6) 2021. Device return status/follow up? Noted. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2021-11426, 2210968-2021-11427, 2210968-2021-11428, 2210968-2021-11430, 2210968-2021-11431, 2210968-2021-11432.